Event description:
It was reported that during a lobectomy procedure, the firing trigger could not be grasped at the first stroke of the second firing. Therefore, the doctor tried to fire out of the patient's body, and he felt a difficulty in grasping the firing trigger. Another device was used to complete the case. There were no adverse consequences to the patient. The staples were malformed. Additional information requested and received: the staples that were malformed were from the firing outside of the patient's body.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results showed that one device was returned with no visual non-conformances and with a fully fired reload loaded on the device. The device was tested for functionality with a test reload and it achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. A batch record review was performed and no anomalies related to the event description were found during the manufacturing process.